Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed the patient's pacemaker was undersensing on the ventricular channel. No intervention was performed. The patient was stable and would continue to be monitored.